Event description:
It was reported that during use with a bd insyte¿ autoguard¿ shielded IV catheter blood leakage occurred. The following information was provided by the initial reporter: (4 of 5 complaints) it was reported that the blood control valve is continuing to allow blood to flow through.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the video submitted for evaluation. Bd received one video showing venipuncture being performed and blood flowing out the back of the adaptor. After inspecting the provided video, it was determined that the device used in the incident is not a blood control unit. A defect could not be confirmed as the device involved does not have the blood control feature. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd insyte¿ autoguard¿ shielded IV catheter blood leakage occurred. The following information was provided by the initial reporter: (4 of 5 complaints) it was reported that the blood control valve is continuing to allow blood to flow through.